Event description:
It was reported the customer had short battery life on their insulin pump. Customer stated they had to change out their batteries every three days. Customer did not perform excessive button pressing and their backlight was not used frequently. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump passed displacement, stop current, run current and off no power test. No unexpected low battery alarm noted. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.